Event description:
A journal article was reviewed that contained information regarding first- versus second-generation implantable cardiac monitors (icm) in pediatric patients. The article reports patients who experienced infection, erosion, and pain at the implant site. The patients with infection all were administered antibiotics and had their devices removed. The patients with erosion or pain at the implant site had their devices explanted or revised. The status/disposition of the icms is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/13 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a single-center experience comparing first- versus second-generation insertable cardiac monitors in pediatric patients. Journal of innovations in cardiac rhythm management. 2022;13(6):5048¿5056. Doi: 10.19102/icrm.2022.130605. If information is provided in the future, a supplemental report will be issued.